Manufacturer narrative:
The p-cap/reservoir does lock properly. Blank display due to damaged battery tube. Unable to verify replace battery now alarm and unexpected battery power loss due to blank display. No beeping noted.unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, cracked belt clip rails, cracked keypad overlay, missing display window cover, serial number label missing, partially broken retainer, and missing o-ring. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Unable to confirm replace battery now alarm and unexpected battery power loss due to blank display. No beeping noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, beeping sound and replace battery now alarm on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, including confirming correct battery and cap usage, checking for damage or corrosion, cleaning contacts, restarting the pump with a new aa battery, and confirming the display did not return. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.